Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred during service activities on the artis zee floor system. It was observed that loose screws holding the receptor and motor carrier block were not fixed as specified. The event was detected during servicing and there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
H3, h6: siemens has completed a technical investigation of the reported event. The investigation showed that the reported issue was caused by improper workmanship during maintenance (root cause). The five mounting screws at the receptor and motor carrier block at the c-arm were not sufficiently affixed as specified. The problem was resolved during subsequent maintenance.